Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported electrode 5 had a "do not use" reading for high impedance in post op. There were no factors that may have led to the issue. The rep said they did not need this electrode to provide full coverage with the programming. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.